Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states ihcs7 bed hi/low motor is not working. (B)(4).